Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an exposed wire on the white power cable was not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned and a log file was not submitted for review. Additional information provided on 25nov2020 stated that the heartmate 3 system controller would not be returned. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use (IFU) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a controller that had an exposed wire on the white power cable. The controller was exchanged.